Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator was tested and was able to be flushed properly before and after decontamination. Next, the device was visually inspected and noted to have its tip damaged. Therefore, the reported allegation was confirmed.

Event description:
It was reported that versacross connect access solution was selected for farapulse procedure. During the preparation, when the device was opened, the tip of the versacross dilator was found to be damaged. The tip was frayed but fully intact. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis.

Event description:
It was reported that versacross connect access solution was selected for farapulse procedure. During the preparation, when the device was opened, the tip of the versacross dilator was found to be damaged. The tip was frayed but fully intact. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.